Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Unknown. What was being done when the suture broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? During tying. Procedure name and date? Procedure name: unknown. Date: on (B)(6) 2021. Date of the event (if different from date of procedure/surgery): the same as procedure date. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke from the middle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/21/2021. Additional information: additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a paper lid, an empty winding former and two needle-sutures pieces of product code w8712 were received for evaluation and the ends were noted cut appear to be by use of surgical instrument and functional test could not be performed due to condition of the sample. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.